Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced injury ("severe permanent injury") and tooth disorder ("problems with teeth"). The patient was treated with surgery (almost 2 years ago with vaginal assist took everything but ovaries). Essure was removed. At the time of the report, the medical device removal, injury and tooth disorder outcome was unknown. The reporter considered injury, medical device removal and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event surgery added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.